Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed a21 test and no unexpected a21 error alarm or reset settings noted during our testing. The insulin pump was cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 303 mg/dl. Customer reported that the insulin pump experienced an unexpected restart alarm. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.